Event description:
It was reported by service report that the fowler and lead end lift was drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - fowler brake clutch, lift drive clutch.